Manufacturer narrative:
One used 5.5 footprint ultra pk suture anchor assembly was returned for evaluation. Inserter and anchor were returned, no stay suture. Visual assessment of the anchor showed the anchor has broken distal to the suture slot. The broken portion was not returned for examination. The inserter was functionally tested and found to function as intended. The condition of the anchor indicates it was likely subjected to excessive force during insertion. An exact root cause cannot be determined with confidence with the limited clinical details provided; however, factors that could have contributed to the reported event include: not preparing the insertion site properly. Off axis insertion of the anchor. The instruction for use was reviewed and was found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a left knee ligament repair surgery the anchor was used to reinforce and it broke off, all the broken pieces were removed from the patient's anatomy. No patient injuries or delay reported. Back-up device was available.